Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred with multiple cartridges. Customer's blood glucose (bg) level rose to approximately 600 mg/dl. Reportedly, the customer did now test for ketones, however, customer believed ketone levels were "low to moderate". Customer reverted to insulin injections for insulin therapy and to address bg levels and ketone levels.